Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: the reported event is confirmed. The visionpro display under test power up initially showing a normal image but then the image turns black while the power led and backlight remains on. If left on, the image returns to normal and becomes black again at random intervals. The faulty visionpro display will be discarded and replaced with a new one. Faulty mode - faulty display faulty cause - faulty monitor probable root cause: ¿ display main board / sub board ¿ connectors/ cables ¿ display firmware ¿ display power supply ¿ display lcd panel ¿ use error ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ manufacturing/ service nonconformity the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.